Event description:
Dialysis staff observed that the dialyzer had a blood leak on the arterial and venous ports for one patient. Immediately stopped the blood flow and terminated treatment without returning patient blood. No patient harm was identified.